Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call. Customer verified that when the meter read 248mg/dl and he administered 20 units of insulin the customer hadn't eaten for over two hours. Customer provided me his sliding scale for 10 units and 20 units. Customer states for 10 units of insulin it is between 150-170mg/dl. Customer also states that for 20 units of insulin his sugar must be within 280-300mg/dl.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 295mg/dl. The expected fasting blood glucose test result range is 85 to 130mg/dl. The customer did report symptoms of feeling weak and having blurry vision after insulin administration. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 07/18/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 190mg/dl (B)(6) 2017 02:18 pm fasting: yes; 248mg/dl (B)(6) 2017 01:53 pm fasting: yes; 88mg/dl (B)(6) 2017 03:10 pm fasting: yes; 93mg/dl (B)(6) 2017 11:40 pm fasting: yes; 295mg/dl (B)(6) 2017 01:05 pm fasting: yes. Customer called in states the meter is reading high. Customer states the meter read 295mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. Customers meter time and date was not set correctly. Customer also states when meter read 248mg/dl fasting he administered 20 units of insulin and began to have blurry vision and felt weak. Customer states that he drank grape juice and began to feel better 5-10 minutes later.